Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for unknown reasons. Update jul 31, 2017: litigation records received. Litigation alleges pain, discomfort, stiffness and loss of motion. Patient also suffered damage to his joint manifesting as implant loosening and soft tissue damage. Added complainant information and unknown hip component for the alleged loosening. Update aug 8, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges weakness, numbness and tendinitis. After review of the medical records for the MDR reportability, patient was revised to address compression of sciatic nerve, synovitis, and complex wound. Operative notes were not provided. Update 7/31/2107 and 8/8/2017 after review of the medical records for MDR reportability, it was noted in operative records for revision on (B)(6) 2016 that hip was revised for pain and various soft tissue issues, but no evidence of reported implant loosening at that time, in contrast to the alleged loosening identified in the plaintiff fact sheet. Therefore, head and liner will be reported for pain, nerve injury, and synovitis, but no products will be reported for loosening at this time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised for unknown reasons. Update jul 31, 2017: litigation records received. Litigation alleges pain, discomfort, stiffness and loss of motion. Patient also suffered damage to his joint manifesting as implant loosening and soft tissue damage. Added complainant information and unknown hip component for the alleged loosening. This complaint was updated on; aug 11, 2017. Update aug 8, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges weakness, numbness and tendinitis. After review of the medical records for the MDR reportability, patient was revised to address compression of sciatic nerve, synovitis, and complex wound. Operative notes were not provided. This complaint was updated on aug 17, 2017. Update 7/31/2017 and 8/8/2017 after review of the medical records for MDR reportability, it was noted in operative records for revision on 8/15/2016 that hip was revised for pain and various soft tissue issues, but no evidence of reported implant loosening at that time, in contrast to the alleged loosening identified in the plaintiff fact sheet. Therefore, head and liner will be reported for pain, nerve injury, and synovitus, but no products will be reported for loosening at this time. Complaint updated on: 8/28/2017 / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional reports against the provided metal liner product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. Corrective action was not indicated. A worldwide complaint database search found no additional related reports against the remaining provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised for unknown reasons. Doi (B)(6) 2011- dor (B)(6) 2016 (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided ceramic head product/lot combination(s) since release for distribution. A complaint database search did find additional reports against the provided metal liner product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Corrected: date of birth.